Manufacturer narrative:
H6: investigation: no product or photo was returned by the customer. It was reported that the smart site sets would not flush and were occluded. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA #1998036, to identify any potential contributing factors for occlusion of this nature.

Event description:
It was reported that while using an unspecified bd smartsite¿ infustion set the device was occluded and would not flush. The following information was provided by the initial reporter: it was reported by the bd sales rep that the smart site sets would not flush and was occluded.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd smartsite¿ infusion set the device was occluded and would not flush. The following information was provided by the initial reporter: it was reported by the bd sales rep that the smart site sets would not flush and was occluded.